Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button on the device was pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control has determined, that based on the information available it is reasonable to conclude that the likely cause of the reported issue was due to excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button on the device was pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
Section of the initial medwatch report indicates: (B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button on the device was pressed. There was no patient use associated with the reported event.